Manufacturer narrative:
The insulin pump was received with corroded battery tube, cracked reservoir tube lip, minor scratches on the lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call, she was changing the battery and she noted acid in the battery compartment. Customer's blood glucose was 536 mg/dl, treated with manual injections. Customer is unaware how damage occurred on the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.